Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 54/48 code n on an unknown side (exact date not reported). The patient was revised on (B)(6)2015 due to pseudotumour and elevated cocr levels.

Manufacturer narrative:
Trend analysis: trend has already been identified in (B)(4). Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that there was a revision of a durom cup due to elevated cobalt chromium serum levels and pseudotumor. The components were implanted on an unknown date and revised on (B)(6) 2015. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: the durom cup shows slight damage from the revision surgery in the form of nicks and scratches. On the anchoring side a few remains of bone attachment are visible. On the articulation side of the durom cup numerous fine scratches and few coarse scratches are visible. On approximately half of the articulation surface the fine scratches seem to be denser. In a small region close to the bottom bevel spots can be observed that could point to cell-induced corrosion. An area with smeared material on the rim and parallel scratches on the articulation surface was detected. When the components were received the metasul ldh head and the head adapter were still assembled and were disassembled for the investigation using an adapter extractor. The outer surface as well as the inner surface of the head adapter shows some possible organic deposits. The articulation surface of the metasul ldh head shows numerous fine scratches and some isolated nicks and coarse scratches probably deriving during or after removal. On the head there are smeared lines of organic deposits, parallel scratches and dense scratches forming a line. Nothing conspicuous can be observed on the head taper. Root cause analysis: according to the received information the components were implanted on an unknown date and revised on (B)(6) 2015 due to elevated cobalt chromium serum levels and pseudotumor. According to the manufacturing date of the products, the revision occurred after a maximum of 9 years and 9 months in vivo. Conclusion summary: the device examination of the received components showed only a few remains of bone attachment. The head adapter is inconspicuous and the smearing observed on the cup rim could point to subluxation. This could be supported by the scratches seen on the head. Based on the device examination we were not able to identify a specific root cause for the reported elevated cobalt chromium serum levels and pseudotumor. A comprehensive investigation into the experiences of users of durom/metasul ldh systems in the EU was conducted ((B)(4)). It included a thorough review of literature regarding the clinical performance of mom (metal on metal) devices and the durom cup specifically, interviews with users of the durom cup in resurfacing and ldh (large diameter head) applications, independent radiological analysis of cases, analysis of explants and bench testing. The most probable root cause for the reported revisions for loose acetabular cups was using a surgical technique which differs from the prescribed surgical technique. The results of the investigation indicate that the durom cup, when used as intended, is a safe and effective device and is performing commensurate with industry performance of similar mom devices. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).